Manufacturer narrative:
The product will not be returned for evaluation and testing. Add'l info will be forthcoming within 30 days upon receipt.

Event description:
During pre-dilation of the superficial femoral artery (side unknown), it was noticed that, this balloon had a leakage when inflated with an indeflator. The pt was a male (age unknown). The vessel was described as severely calcified and mildly tortuous. The rate of stenosis was 100%. The product was properly inspected and prepped prior to use. The physician used an ipsilateral approach to access the pt. There was no difficulty accessing the lesion with a guide wire. The balloon was advanced to the lesion and upon inflation, the leakage was noticed. Therefore, the balloon was withdrawn out of the pt's body, and another balloon (savvy, 435-304s) was used to perform the pre-dilatation. After successful stent deployment (smart control, c06100sj) and post-dilatation, the procedure was successfully completed. There was no adverse consequence to the pt.